Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not flow. This was observed during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available

Manufacturer narrative:
H4: the device was manufactured from november 18, 2021 - november 19, 2021. H10: the device was received containing approximately 102 ml of fluid in the bladder. Visual inspection was performed using the naked eye which showed no evidence of fluid coming out of the distal end of the flow restrictor. Additional microscopic examination was performed on the flow restrictor which revealed that the cause of the flow problem was due to micro-air bubbles which blocks the fluid path inside the lumen of the capillary glass. The reported condition was verified. The reported condition was verified. The cause of air bubbles was due to improper filling technique by the user. The product¿s instructions for use (IFU) details the proper filling technique to avoid this occurrence. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.